Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer take a charge. The patient underwent an ipg replacement procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patients ipg would no longer take a charge. The patient underwent an ipg replacement procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively. The explanted ipg was returned.

Event description:
It was reported that the patients ipg would no longer take a charge. The patient underwent an ipg replacement procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts. Additional information was received that the patient was doing well post operatively. The explanted ipg will be returned.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.